Event description:
It was reported that the iab was inserted in 2004 without any difficulty. The pt was on a pacemaker and it was "vitiating" the trigger so the ap trigger was used. The ap waveform became weak and then disappeared, but they eere able to pump with the ECG trigger. The following morning, x-rays were taken and a kinked iab was removed. A reinsertion was not required and there were no associated pt complications.